Manufacturer narrative:
(B)(6). A supplier lot of a7oa10 was also provided for the reported device. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record (DHR) review: manufacturing date: week 10 in 2005 the DHR is no longer available due to the age of the instrument (over 10 years old). Therefore, the exact date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of reduction forceps broke during a left ankle procedure on (B)(6) 2016. The surgeon was attempting to reduce the fracture when the tip of the device broke off and fell into the patient. The broken fragment was easily removed and an alternate device was readily available to complete the procedure. There was no report of surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The returned forceps have one tip sheared off. The tip fragment was also returned and is approximately 8mm in length. It is likely that over 10 years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the 398.40 reduction forceps are an instrument routinely used in the small fragment locking compression plate (lcp) system. Current drawing and made to drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over 10 years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.